Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in an (B)(6) year-old male who presented with acute myocardial infarction and cardiogenic shock, with a known history of coronary artery disease and renal insufficiency. The patient was classified as scai stage d and required inotropic support, vasopressors, and mechanical ventilation for respiratory failure. The activated clotting time prior to device placement was 286. The patient underwent left main, left anterior descending, and left circumflex coronary angioplasty with percutaneous transluminal coronary angioplasty stent placement during the index procedure. The patient was reported to have a hematoma present at the groin site, specifically at the return access site. The event was described as a hematoma associated with the access site. No additional device-related concerns were reported in the available information. Hematoma formation is a known potential complication of large-bore femoral arterial access, particularly in elderly patients with cardiogenic shock, renal insufficiency, elevated activated clotting time, and concurrent vasoactive support. Given the patient¿s advanced age, scai stage d classification, anticoagulation status, and the complexity of multivessel percutaneous coronary intervention, the reported groin hematoma is consistent with the known risk profile of large-bore femoral access in critically ill patients. A comprehensive review of the available information does not identify evidence to suggest that a device issue contributed to the event. The patient survived.

Manufacturer narrative:
Updated information: d1 brand name and d4 catalog number updated additional information provided states that the hematoma resolved and the device is not available for return.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.